Event description:
Revision surgery was performed on 8/30/96 to remove the subject bipolar shell component 85-8247, bipolar liner component 85-8263 MDR report# 1219655-1996-0013, and femoral head component 85-3811 MDR report# 1219655-1996-0011, following disolcoloration of the femoral head from the bipolar liner. Reference #1219655-1996-11/13.

Manufacturer narrative:
H2-dimensional inspection of returned shell component found device to meet all specification requirements. Additionally, a review of production batch records for this lot found dimensions to have meet specification requirements. No further investigation is planned.